Event description:
It was reported in a service report that the foot section was broken and it would not stay in place. No adverse consequences or pt involvement was reported.

Manufacturer narrative:
Result: latch.